Event description:
It was reported that the transducer which was used in heart surgery worked fine, however, once the patient was transferred to the ICU, the transducer gave inaccurate values which they almost treated medicinally incorrect doses. No patient complications/injury reported.

Manufacturer narrative:
We received one triple dpt-vamp kit with attached IV and pressure tubing for examination. The pressure transducer zeroed and sensed pressure accurately on a ge monitor without any problem. Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours. Electrical testing showed that both input and output impedance were within specification. No visible damage was found at the cable connectors. Visual examinations were performed under 10x magnifications. The reported event of "inaccurate values" could not be confirmed. There is no evidence of a manufacturing defect; it is not known if any clinical factors may have contributed to the complaint. No actions will be taken at this time. The device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances.